Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous and mildly calcified right coronary artery. The mini trek balloon was advanced without issue to the lesion and ruptured during the first inflation at 8 atmospheres. The device was removed without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. A non-abbott balloon dilatation catheter was used to complete the procedure. No additional information was provided.